Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire er320, one of the clips in it stuck. The surgeon discarded existing one and took out another new one. During ongoing procedure, the fellow fired cdh29a, but some staples did not form the b shape and the surgeon had to reinforce suture again at the anastomosis site. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.at the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # l53j6z. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. No incident related to the reported event was observed during the batch record review.